Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. It was noted that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked on side of pump. There was corrosion observed inside the battery compartment. The returned battery cap was able to attach securely to pump. The battery cap contact height and width measurements were found to be within specifications. A leak test confirmed a leak in the battery compartment. During investigation, the pump failed to power on. Further testing was not able to be performed due to no power to the pump. The pump was opened and no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).